Manufacturer narrative:
The complaint device was received and evaluated. Visual inspection confirms that upper jaw is broken off. This type of failure is typically observed when the device is misused by clamping excessive tissue between the jaws, or the device hitting a hard surface/bone during use. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. A definitive root cause for this failure cannot be determined. A batch review request to the supplier determined this device is more than two years old and a batch review could not be performed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. It was reported that the broken piece was removed successfully. This reusable device is about 5 years old and probably has seen heavy use. At this point in time, based on the overall complaint rate for this failure mode, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The sales rep reported that during a shoulder repair that the distal top part of his grasper/grabber broke off in the patient's joint space. The sales rep confirmed that the broken piece was retrieved and no x-rays were needed. The surgeon completed the procedure with no patient consequences or delays.